Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic, the patient experienced pain and inflammation at the magnet site. A topical antibiotic was administered. The implant remains in-situ.